Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use.". At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not received at the time of this report. If there is any further information received, a follow up medwatch report will be submitted.

Event description:
Event description: a kink occurred and the jetstream catheter could not be removed. Was there any abnormality on the appearance before usage? No. Which location and what kind of damage was found? Mid . Patient outcome: no patient injury.